Manufacturer narrative:
Merz assessment and investigation: the batch record review for radiesse (+), lot (a00253790), contains no nonconformance reports (ncr) or corrective /preventative actions (CAPA) related to this lot. A lot of search in the global safety database was conducted on the reported lot and no additional cases were noted. A review of trending for radiesse (+) did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, rec-002150, 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case is assessed as serious as in this case, vascular occlusion was reported and the patient received a comprehensive treatment with a resolving outcome. The event occurred in a compatible local relationship whereas no precise information was provided on injection date and event onset, however, the event and injection occurred in the same month which is possible. The event vascular occlusion (serious) is expected based on the current valid canadian instructions for use (IFU) for radiesse (+) and can occur following treatment with radiesse (+). Product preparation issue and off label use of device are coded for formal reasons only. A dilution of radiesse with belotero intense lidocaine at a 1:1 ratio is no approved indication for radiesse (+) in canada. The IFU warns that an introduction of radiesse (+) into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and to take extra care when injection soft tissue fillers and e.g. Inject slowly and apply the least amount of pressure necessary. Rare but serious events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis and damage to underlying facial structures. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate healthcare practitioner specialist should an intravascular injection occur. Depending on the severity, tissue ischemia may resolve without sequelae under adequate treatment or may result in permanent damage such as necrosis or scarring. In this case, vascular occlusion only was reported and the patient received a comprehensive treatment with a resolving outcome. Potential confounding factors include unapproved product preparation and concomitant treatment with belotero volume lidocaine. However, a contributory role of treatment with radiesse (+) cannot be excluded. Causality is assessed as possibly related to treatment with radiesse (+), based on a compatible local and possible temporal relationship, however, there is no indication that a product-related quality issue contributed to the event. This case is considered serious with the serious event vascular occlusion because treatment was necessary to prevent a permanent damage.

Event description:
Case description: this case was linked with cases 2026050000119 and 2026050000120, referring to the same patient. This spontaneous report was received from a canadian nurse and concerns a female patient. The patient was injected with radiesse (+) into the jawline, in (B)(6) 2026. Batch number was reported as a00253790 (expiry date: 07-jan-2028). The batch record review was received and the lot number for radiesse (+) was confirmed as a00253790 (expiry date: 07-jan-2028). A lot of searches in the global safety database was conducted. Radiesse (+) was diluted with belotero intense lidocaine at a 1:1 ratio (product preparation issue, off label use of device). A 22 g cannula was used. The patient was also concomitantly injected with belotero volume lidocaine. There were no immediate signs after the injection. In (B)(6) 2026, after the radiesse (+) injection, the patient experienced a vascular occlusion on chin. Corrective treatment included hyaluronidase, heat and acetylsalicylic acid (reported as asa). Since (B)(6) 2026 (reported as saturday night), the patient was under virtual call follow-up. On (B)(6) 2026, the patient was better and the event was improved. The outcome of the event was reported as resolving.